Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with unstable angina. The 2.75x38 mm xience xpedition stent was implanted in the left circumflex coronary artery with moderate calcification, heavy tortuosity and 85% stenosis on (B)(6) 2025. On (B)(6) 2025, the patient returned with chest pain and an st was diagnosed. Myocardial infarction was diagnosed based on the EKG changes. The stent was found to be patent. No treatment was provided. The patient expired due to st elevation. No additional information was provided.

Event description:
Subsequent to the initially filed india report it was reported that the lesion was in the left circumflex artery and the patient presented with unstable angina. The stent was found to be patent and no treatment was provided. A myocardial infarction was diagnosed based on the EKG changes. The patient expired due to st elevation.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death, angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.